Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed a replace battery alarm, low battery alarm and intermittent power loss. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was evidence of moisture contamination inside the battery compartment and on the battery cap. The battery cap was not able to be properly tightened onto the pump because of damage to the cap threads and the cracked battery compartment. A test cap was able to be securely tightened onto the pump. The electrical current and draw was noted to be within specification. The pump was opened for investigation and did not reveal moisture ingress into the interior compartment of the pump. However, the pins of the vibration motor were noted to be misaligned; the vibration motor did not work.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the vibratory function was inoperable.